Event description:
It was reported that a progav 2.0 shuntsystem (#fx440-t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the progav 2.0 shuntsystem caused an over-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the products were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection after dismantling of the valves, no deposits were found in all products results based on our investigation results, we cannot determine any functional deviations or other abnormalities of the progav 2.0, the shuntassistant or the prechamber. The products operated within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from (B)(6). No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The sample has not yet been sent for examination. Should relevant additional information become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx440-t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the progav 2.0 had adjustment difficulties. The patient underwent a revision procedure. The complained product will be send to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.